Manufacturer narrative:
Evaluation of the returned lightning confirmed that the tubing was clogged. The lightning was plugged in and switched on. It began cycling and flashing red indicating there was no vacuum detected. Initially, no fluid was moving through the tubing, but after a few seconds the blockage cleared. The lightning began flashing green and aspirating fluid without an issue. After the brief blockage, the lightning was operating as a fully functional device. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy in the inferior vena cava (ivc) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine canister (canister) and a penumbra engine (engine). During the procedure, after aspirating the clot for 25 minutes using the lightning, the lightning clogged. Subsequently, the indicator light on the lightning unit turned solid red. The physician then made multiple attempts to troubleshoot the lightning but was unsuccessful; therefore, the lightning was removed and was not used for the remainder of the procedure. The procedure was completed using another lightning, another canister and the same cat12. It should be noted that there was no alleged deficiency or damage to the first canister. Additionally, there no was no report of an adverse effect to the patient.